Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device would vibrate with no audio. The device was set to audio and vibrate. The customer's blood glucose was unknown. There was no clear indication that the issue was resolved. The device is not expected to return for analysis.